Event description:
Bayer case number: (B)(4) intense pelvic pain shortly after insertion [pelvic pain female], I experienced haemorrhagic periods for years (two weeks per month in recent years until menopause) [prolonged heavy periods] , worsening memory disorders [memory disturbance] , impaired balance [balance impaired nos], repeated falls with injuries (last fall: double wrist fracture [wrist fracture] , repeated falls [fall] , chronic upper back pain [chronic back pain] , significant vaginal discharge [vaginal discharge], pain during intercourse [painful intercourse] , complete loss of libido [loss of libido], weight gain (+20 kg in 19 years) [weight gain] , persistent tiredness [chronic fatigue] , difficulty sleeping for many years [difficulty sleeping] , inflammatory problems throughout the body [inflammation], capsulitis [capsulitis] , bursitis [bursitis] , significant gastrointestinal problem [gastrointestinal disorder] , sinus problems [sinus disorder] , gum problems [gum disorder] , many allergies [multiple allergies] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("intense pelvic pain shortly after insertion") in a 39-year-old female patient who had essure (ess205) inserted (lot no. 623644) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006 she experienced pelvic pain (seriousness criterion intervention required). In 2024 she experienced gastrointestinal disorder ("significant gastrointestinal problem "). In 2025 she experienced wrist fracture ("repeated falls with injuries (last fall: double wrist fracture "). On unknown date she experienced heavy menstrual bleeding ("I experienced haemorrhagic periods for years (two weeks per month in recent years until menopause)"), memory impairment ("worsening memory disorders"), balance disorder ("impaired balance"), fall ("repeated falls"), back pain ("chronic upper back pain"), vaginal discharge ("significant vaginal discharge"), dyspareunia ("pain during intercourse"), loss of libido ("complete loss of libido"), fatigue ("persistent tiredness"), insomnia ("difficulty sleeping for many years"), inflammation ("inflammatory problems throughout the body"), periarthritis ("capsulitis"), bursitis ("bursitis"), sinus disorder ("sinus problems"), gingival disorder ("gum problems") and multiple allergies ("many allergies") and was found to have weight increased ("weight gain (+20 kg in 19 years)"). The patient was treated with surgery (removal planned for january 2026). At the time of the report, the pelvic pain, memory impairment, balance disorder, back pain and insomnia had not resolved. The outcomes for heavy menstrual bleeding, wrist fracture, fall, vaginal discharge, dyspareunia, loss of libido, weight increased, fatigue, inflammation, periarthritis, bursitis, gastrointestinal disorder, sinus disorder, gingival disorder and multiple allergies were unknown. The reporter considered back pain, balance disorder, bursitis, dyspareunia, fall, fatigue, gastrointestinal disorder, gingival disorder, heavy menstrual bleeding, inflammation, insomnia, loss of libido, memory impairment, multiple allergies, pelvic pain, periarthritis, sinus disorder, vaginal discharge, weight increased and wrist fracture to be related to essure (ess205) administration. The reporter commented: removal planned for (B)(6) 2026 by professor. Examinations in progress: heavy metal testing (blood, urine, hair) and awaiting brain magnetic resonance imaging (MRI) scan (ables study). No follow-up by my gynecologist in 19 years. I only discovered the essure scandal in (B)(6) 2025, by chance, while talking with a friend. If I had been informed earlier, I would have had the implants removed a long time ago, which would have avoided all these symptoms. The medical file was requested from hospital because I don't have the exact date of the insertion, the surgical protocol and copies of the signed consent forms. I have no duplicate or trace to date. I don't know if I signed these documents or was given the risk information. Patient's current status: symptoms have persisted for 19 years and worsened in recent months: chronic pain, memory impairment, loss of balance, intense tiredness, upper back and pelvic pain, difficulty sleeping. Actions taken to treat the patient in the healthcare facility. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) intense pelvic pain shortly after insertion [pelvic pain female] , I experienced haemorrhagic periods for years (two weeks per month in recent years until menopause) [prolonged heavy periods] , worsening memory disorders [memory disturbance] , impaired balance [balance impaired nos] , repeated falls with injuries (last fall: double wrist fracture [wrist fracture] , repeated falls [fall] , chronic upper back pain [chronic back pain] , significant vaginal discharge [vaginal discharge] , pain during intercourse [painful intercourse] , complete loss of libido [loss of libido] , weight gain (+20 kg in 19 years) [weight gain] , persistent tiredness [chronic fatigue] , difficulty sleeping for many years [difficulty sleeping] , inflammatory problems throughout the body [inflammation] , capsulitis [capsulitis] , bursitis [bursitis] , significant gastrointestinal problem [gastrointestinal disorder], sinus problems [sinus disorder] , gum problems [gum disorder] , many allergies [multiple allergies] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-oct-2025. The most recent information was received on 21-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("intense pelvic pain shortly after insertion") in a 39-year-old female patient who had essure (ess205) inserted (lot no. 623644) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006 she experienced pelvic pain (seriousness criterion intervention required). In 2024 she experienced gastrointestinal disorder ("significant gastrointestinal problem "). In 2025 she experienced wrist fracture ("repeated falls with injuries (last fall: double wrist fracture "). On unknown date she experienced heavy menstrual bleeding ("I experienced haemorrhagic periods for years (two weeks per month in recent years until menopause)"), memory impairment ("worsening memory disorders"), balance disorder ("impaired balance"), fall ("repeated falls"), back pain ("chronic upper back pain"), vaginal discharge ("significant vaginal discharge"), dyspareunia ("pain during intercourse"), loss of libido ("complete loss of libido"), fatigue ("persistent tiredness"), insomnia ("difficulty sleeping for many years"), inflammation ("inflammatory problems throughout the body"), periarthritis ("capsulitis"), bursitis ("bursitis"), sinus disorder ("sinus problems"), gingival disorder ("gum problems") and multiple allergies ("many allergies") and was found to have weight increased ("weight gain (+20 kg in 19 years)"). The patient was treated with surgery (removal planned for (B)(6) 2026). At the time of the report, the pelvic pain, memory impairment, balance disorder, back pain and insomnia had not resolved. The outcomes for heavy menstrual bleeding, wrist fracture, fall, vaginal discharge, dyspareunia, loss of libido, weight increased, fatigue, inflammation, periarthritis, bursitis, gastrointestinal disorder, sinus disorder, gingival disorder and multiple allergies were unknown. The reporter considered back pain, balance disorder, bursitis, dyspareunia, fall, fatigue, gastrointestinal disorder, gingival disorder, heavy menstrual bleeding, inflammation, insomnia, loss of libido, memory impairment, multiple allergies, pelvic pain, periarthritis, sinus disorder, vaginal discharge, weight increased and wrist fracture to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kg. Batch number:623644, expiry date:28-feb-2009, manufacturing date:28-feb-2007. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-oct-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.